Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The moderately tortuous and calcified target lesion was located in the ramus artery. The lesion was predilated with an unspecified 2.5x15mm balloon and then a 3.00x24mm taxus liberte stent was advanced to the ramus artery but was unable to cross the lesion. When the physician attempted to withdraw the device the stent dislodged from the stent delivery system (sds). The physician attempted to remove the stent with a slightly inflated unspecified 2.5x15mm balloon; however, the attempt was unsuccessful. The physician then deployed the stent where it was situated in the lesion. It was noted that the exact location of the stent was unknown; however, it was in a location that was non-tortuous and non-calcified. The procedure was successfully completed with another of the same device with no patient complications reported. The patient¿s current condition is listed as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).